Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in within specifications. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed two clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: at what firing did the clip fall off the tissue? Did the clip fall into the patient? If so how was the clip retrieved? Was the procedure altered due to the retrieval of the clip? Was there any torquing or twisting during firing of the device? What was the shape of the clip?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon observed that the clips failed to hold. The clips did not remain closed at a fixed position. Another like device was used to complete the procedure. There were no adverse consequences for the patient.